Manufacturer narrative:
Due to character limit: e1(event site name) (B)(6) hospital a supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by customer, that during clinical use, the cardiosave hybrid int typ b plug had upper display malfunction. There were no patient harm or injury was reported.